Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was advanced into the was. The closure device was deployed, but required a full recapture. Once the wds was removed, it was immediately flushed. A new trans-septal puncture was performed and the same wds was used. The wds was reinserted into the was and the closure device was deployed again and required a partial recapture. During the partial recapture, a mobile thrombus was noticed inside the laa in between the closure device and the laa wall that was biased toward the limbus. The physician added more heparin for a total of 13,500 units during the procedure and made sure the patient's activated clotting time (act) was in range. The thrombus embolized and was no longer tracked. The closure device was fully recaptured and a new 35mm watchman flx laa closure device was successfully implanted. The patient was stable did not experience any symptoms. They were eventually discharged from the hospital on apixaban.